Event description:
The pt experienced a sudden decline in performance after sustaining explantation/reimplantantion surgery was performed in 2002 the healthcare professional has been informed that the explanted device should be returned to cochlear ltd.